Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: underweight, an opening, creases fold, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii or IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii or IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii or IV. Device has been explanted and replaced.